Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device implanted date unknown. Device reportedly given to patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - product manufacture date: 19-nov-2014. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of one-third tubular plates with collar 5 holes/61mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a left ankle fracture and underwent open reduction internal fixation (orif) of the ankle on an unknown date. The fracture was a tri-malleolar fracture (fracture on 3 sides of the ankle - posterior, lateral and medial). Patient was implanted with a two plate screw construct including single screws with washers. The first plate was a 2.7mm/3.5mm lcp postlateral distal fibula plate which included the following screws: 2.7mm locking screw (quantity of 1), 2.7mm cortical screws (quantity of 2), 3.5mm cortical screws (unknown quantity). The second plate was a one-third tubular plate which included the following screws: 3.5mm cortical screws (unknown quantity). It was reported that the fractures healed. Patient was symptomatic to the hardware (irritated by hardware) and requested removal of all hardware. There was no failure, breakage or loosening with the plates, screws or washers. Patient only complained of irritation from the devices and requested removal. Patient underwent removal of all hardware on (B)(6) 2015. There was no surgical delay and all hardware was removed successfully. Patient was not revised to any additional hardware. This is report 5 of 8 for (B)(4).